Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at the patient's follow up visit the device was found to have had early eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and analysis found normal battery depletion. The analysis of the performance data collected from the device analyzed revealed that the device was pre/approaching recommended replacement time (rrt). And weekly battery voltage trend data shows min battery equaling 2.91 to 2.637 volts between (B)(4) 2012 is before device rrt (recommended replacement time) less than or equal to 2.6251 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.